Event description:
Patient was scheduled for tfn removal; surgeon wanted to revise patient to a total hip, the patients femoral head had vascular necrosis. It was noted there was no failure of the parts and no cut out of the femoral head. Product was explanted (B)(6) 2012. The implant date is unknown. No further information will be provided. This is 1 of 2 reports for this event.

Manufacturer narrative:
(B)(4): the investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review was requested. (B)(4): placeholder.

Manufacturer narrative:
(B)(4): a review of synthes device history records for manufacturing revealed no complaint related issues.(B)(4): placeholder.